Event description:
Patient's glucose reads 394 mg/dl and insulin was given (18 units reg IV). Attempted to get a second reading and glucometer shows an error code. A second glucometer shows patient's glucose at 101 mg/dl. Dextrose 50% was given to counteract the insulin. The first glucometer was immediately shipped to the manufacturer without biomed investigating. A new unit was sent in by the manufacturer.